Event description:
It was reported that right ventricular (rv) lead was capped and replaced due to likely lead fracture. Unable to see fracture on x-ray. Confirmed by noise and hvr episodes on the stored egms, and by a high lead impedance. The patient was stable before, during and after the procedure.